Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). Visual and functional testing was performed. A product sample was received and sent to the supplier for investigation/evaluation. A supplemental report will be submitted as needed once the investigation results are provided.

Event description:
Information received a smiths medical breathing/portex general anesthesia masks leaked. Immediately after opening the package, the customer found a tear in the air cushion. No patient injury.